Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had been going through batteries at a fast rate. The patient's blood glucose at the time of incident was 19.1 mmol/l. The insulin pump alarmed failed battery test twice in the past. A bolus stopped alarm also occurred. During troubleshooting, it was determined that the battery cap was not loose. The insulin pump had not been exposed to static electricity. The insulin pump was not returned for analysis at this time.